Manufacturer narrative:
Received one device. Complaint concern was replicated error code 41541 was displayed, printed wire assembly (pwa) was replaced as a corrective action. Cannot access utility mode, the motor odometer is unknown, motor was replaced. In utility mode was found that latch lock sensor was not detecting changes, latch lock flex sensor circuit was replaced. The performance verification test was performed. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 41541 while in use with patient. The reported error typically indicates a downstream occlusion or blockage in the fluid path of the infusion pump. There was no reported patient harm/adverse event.